Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent a right groin inguinal hernia repair surgery on (B)(6) 2007 and mesh was implanted. Additional information was provided that the patient underwent removal surgery on (B)(6) 2009 and the surgeon found that the mesh had become attached to the inguinal canal floor as well as encircled the spermatic cord. It was further reported the inferior epigastric vessels were densely adherent and entwined in the mesh. It was reported the patient continues to experience severe pain, inflammation, chills, nausea, extreme weight loss, loss of appetite and the need for additional surgery. No further information provided at this time.

Manufacturer narrative:
Date sent to FDA: 5/1/2020.